Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a burn-like irritation under the therapy electrodes of the lifevest. The irritation was described as being itchy and painful. The patient's nurses began applying a steroid cream to the area. Follow-up indicated that the irritation was healing.